Manufacturer narrative:
The reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the ER after receiving a vibratory notification. Upon interrogation, the device displayed an alert for charge time limit reached. Capacitor maintenance was attempted and multiple popping sounds coming from the device was heard with alert of charge time limit reached. The device was explanted without further complication. New device was implanted and patient was in good condition following the procedure.